Event description:
A hydrothermablator procedure kit was used during a hydrothermablation procedure(age and weight unknown). According to the complaintant, the cervix was stenotic and the physician could not get the cervix dilated enough to insert the sheath into the uterus. As a result, the physician tore some of the cervix with the tenaculum when trying to insert the sheath. There were no further complications reported with this event.

Manufacturer narrative:
No device evaluation was performed as the product was disposed. No device history review was performed as the lot number was not provided. As no lot number was provided, the manufacturing and expiration dates are not known.